Event description:
It was reported that pump display only showed backlight with no graphics visible, which affected customer ability to interact with and read pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed to place pump in storage mode, and was advised to return problematic pump.